Event description:
It was reported that the device was used in a colon procedure. It was fired and there was a staple line leak. A similar device was then used and the staple line leaked with that device as well. They were unable to create the anastomosis. An ileostomy was performed. It is unknown if it is permanent. These are all the details presently known. More information is being requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.